Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported prior to a normal device replacement this right ventricular lead exhibited low out of range pace impedance measurements. The patient had received a dual chamber pacemaker with modified biventricular implant leads connected by y-lead adaptor and then connected to the right ventricular port of the device. The lead was surgically abandoned. No adverse patient effects were reported.